Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI p port isp - groshong. After 3 months 28 days of port placement procedure the catheter was replaced due to catheter blockage. Patient prone to blood clotting. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the attached catheter. Multiple kinks were also noted throughout the attached catheter. The edges of the split on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. Therefore, the investigation is confirmed for the reported catheter block and identified deformation and fracture issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI p port isp - groshong. After 3 months 28 days of port placement procedure the catheter was replaced due to catheter blockage. Patient prone to blood clotting. The current status of the patient was unknown.